Manufacturer narrative:
All available information was investigated and the reported inability to open the clip and clip jumpiness were not confirmed via returned device analysis. However, it was identified that the clip was difficult to open. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumpiness and inability/difficulty opening the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared per the instructions for use (IFU) and was inserted without issues. However, while over the valve, the clip was unable to be opened. Troubleshooting was performed, but the issue was unable to be fixed. The physician decided to remove the clip and replaced it. While outside the anatomy, the clip opened slightly, then the clip arms jumped to the open position. An additional clip was then implanted without issues, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.